Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Final analysis found a complete lead returned. Outer coil damage was noted from 18.7 cm to 20.3 cm and from 27.0 cm to 28.9 cm from the connector pin. Inner insulation damage was noted from 28.1 cm to 28.5 cm from the connector pin. This damage was consistent with clavicle crush damage.

Event description:
This report is to advise of an event observed during analysis.